Event description:
Glucometer did not recognize operator, made clicking noises. Turned off.device #1is this a laboratory device or laboratory test?yes.this problem involved: the instrument.which of the following problems did you observe:other.if you answered other to the question above, please provide additional comments:see event description.